Event description:
Same case as MDR ID# 2134265-2012-06094. It was reported that during prep for a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a 330mm rotawire floppy guide wire. During the rotational test at approximately 220,000 rpm, the burr made an abnormal noise and the guide wire fractured. The physician tried to load the burr onto a new guide wire but severe resistance was met. The procedure was completed using a new burr and guide wire. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID# 2134265-2012-06094. It was reported that during prep for a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a 330mm rotawire floppy guide wire. During the rotational test at approximately 220,000 rpm, the burr made an abnormal noise and the guide wire fractured. The physician tried to load the burr onto a new guide wire but severe resistance was met. The procedure was completed using a new burr and guide wire. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-06094. It was reported that during prep for a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a 330mm rotawire floppy guide wire. During the rotational test at approximately 220,000 rpm, the burr made an abnormal noise and the guide wire fractured. The physician tried to load the burr onto a new guide wire but severe resistance was met. The procedure was completed using a new burr and guide wire. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified device was fractured 128.6cm from distal end. The fracture side presents rotational marks. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).